Manufacturer narrative:
Pt age and gender: not applicable. Implant and explant dates: not applicable. (B)(4). Initial reporter: telephone: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol), serial number (B)(4) was implanted at a hospital in (B)(4). The inner packaging of this intraocular lens (iol) provides the serial number patient identification label. This lens was reportedly implanted successfully without incident. The outer packaging for the same serial number, (B)(4), was found at a different hospital. The inner packaging of this lens showed serial number (B)(4). This lens was not used and has been returned to the manufacturing facility for investigation. This MDR submitted for serial number (B)(4). A separate MDR submitted for serial number (B)(4).

Manufacturer narrative:
A review of the manufacturing records was performed. No discrepancy related to quantity was found in the production order. No deviation or non-conformances (ncr) were generated. Lenses are inspected one at a time and loaded into a lens case immediately after finishing inspection. A lens case label with a unique serial number is applied to the lens case maintaining diopter results traceability. This label is automatically printed immediately after measurement to avoid any potential mix up. The miq results for serial number (B)(4) was found within specifications. Each lens case label (pouch) is matched with the corresponding serial number label stickers before placement into the folding carton box. The operators must verify that all material included in the package is placed inside the carton box. Once each carton box is completed then it is closed placing the corresponding label at one side of the box and is sealed with the tamper evident sticker on the other side. After this process step, folding cartons/boxes are not opened. Operator signs the manufacturing record as a confirmation of complying with established procedures. There were no discrepancies identified in the documentation reviewed. No labeling/packaging issues were reported. All process operations presented in the manufacturing records were found in compliance. The line clearance check list form was found with the correct production order information. No deviation or discrepancy was found in the boxing area documentation. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.